Event description:
Dialysis was started on pt. Quinton catheter - return port ruptured distal to clamp. Primary rn and dialysis rn at bedside when rupture occurred. Line clamped immediately. Approx 50 cc blood lost. No harm to the pt.